Event description:
It was reported that the right atrial (ra) lead had an insulation abrasion and had been previously patched. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 694958, implantable tachy lead, implanted: (B)(6) 2007. (B)(4).